Event description:
The generator was communicated with prior to release, and the battery indicator showed 100%. Also, the implant card from the surgery indicated that the device was communicated with during implant. The device had been disabled due to a hardware reset prior to (B)(6) 2015, which was a result of the contaminates on the pcba. The settings were corrected at the visit on (B)(6) 2015. Diagnostics performed on (B)(6) 2015 indicate that the device was functioning properly at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient's device was unable to be interrogated during an office visit on (B)(6) 2016. The programming system was tested with a demo device and had no communication issues. It was noted that implant depth appeared normal and that the patient had never been able to perceive stimulation on-times. The implant card showed device was interrogated during implant surgery and lead impedance was measured at 1688 ohms. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No further information relevant to the event has been received to date.

Event description:
Analysis was approved on 05/26/2016. The pulse generator would not interrogate during analysis. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 0.901 volts (supply current out of specification), confirming an end-of-service condition. A visual assessment on the pcba, showed possible contaminates on the pcba. The observed contaminates on the trimmed edge of the pcba showed possible inadvertent electrical paths, which is out of specification. During the analysis of troubleshooting, the failure mechanism was inadvertently lost. To reproduce the failed supply current tests results, a bench pcba was used to recreate the suspected resistive paths. The bench pcba (with resistive paths) was subjected to an electrical test. Results showed that the resistive paths failed the same supply current tests as the suspect pcba. Remaining residual material on the pcba edge, may have been the contributing factor for the failure to program/device failure.

Event description:
Follow-up revealed that no patient trauma preceded the onset of the event. The device was last interrogated successfully in (B)(6) 2015. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
The patient had generator replacement surgery on (B)(6) 2016. The old generator was unable to be communicated with while inside the pocket and after the device was explanted. The new generator was communicated with normally. The generator was received on 05/02/2016. Analysis has not been completed to date.